Event description:
52-year-old female presented with acute myocardial infarction complicated by cardiogenic shock ami/ cgs. On (B)(6), underwent emergent impella cp placement for cardiac arrest and high-risk percutaneous coronary intervention (hrpci). On (B)(6), impella was replaced due to hemolysis. On (B)(6), patient escalated to impella 5.5 via right axillary artery and veno-arterial extracorporeal membrane oxygenation (vaecmo). On (B)(6), bleeding noted from axillary artery cutdown site, required 1 unit of packed red blood cells (1uprbcs), pressure dressing applied (patient with underlying coagulopathy secondary to liver disease). On (B)(6), to operating room for exploration of axillary site. On (B)(6), large middle cerebral artery (mca) stroke noted, care withdrawn and patient expired (organ donation) on (B)(6).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.